Manufacturer narrative:
User¿s manual review (1143205 rev. G, page 10) do not operate the powered scooter until you have checked that the surroundings are clear and that the area is safe for travel.

Event description:
Product was returned for evaluation. The return fields in oracle state: scooters. Frame, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: observations - the scooter was received in poor physical condition and reeked of urine. The scooter's shroud rear mounting bolts had evidence of corrosion. The scooter's shroud was broken and had evidence of abrasions. The scooter's seat had duct tape adhered to the right side and the left front corner. The duct tape was covering holes in the seat. The scooter's seat back right side near the armrest was torn. The scooter's left armrest adjustment knob was missing. The scooter's tiller handgrips were encased in electrical tape. The scooter's tiller shroud had duct tape adhered to it. The scooter's tiller shroud was broken in several locations and would not stay together. The scooter's horn switch protruded from the tiller shroud and the switch jam nut was not attached. The scooter's key switch was loose and the jam nut was not screwed on tightly. The scooter's horn was missing its back cover and the housing was crushed. The scooter's frame tubing was broken near the front fork headtube. The scooter's frame had evidence of abrasions. The scooter's front fork stem jam nut was loose. The scooter's tiller adjustment bracket had evidence of corrosion. Functional observation - the scooter's key switch functioned and the scooter powered up. The scooter was unable to be tested thoroughly due to the broken frame. The scooter's horn did not operate. The horn switch did not operate. Conclusions - utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the scooter's frame tubing breaking near the front fork headtube. The root cause of the scooter's frame tubing was inconclusive. As assumption could be made that the scooter's poor physical condition contributed to the products failure. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. End user advised was going down the street and hit a bump and the steering column broke off caused scooter to fall over and end user was on the ground and the right shoulder was hurting more. End user advised did not seek medical attention. End user advised scooter is two parts. End user advised front wheel had been wobbly for about two weeks. Update from 01/27/2016 03:11 pm added by the complaint handling unit: per email received to quality at invacare.com on 1/27/2016, end user is alleging that she broke her shoulder when she fell off of the scooter and that the she has medical documentation to support this. End user also stated that she is paralyzed and that she uses her shoulder for transfers.

Manufacturer narrative:
User¿s manual review (1143205 rev. G, page 10) do not operate the powered scooter until you have checked that the surroundings are clear and that the area is safe for travel.

Event description:
Update from consumer affairs: product return evaluation was discussed with end user. End user stated that she lives on the edge of a salt water beach, drove the scooter all over and drives in the rain. End user admitted that she was very hard on the unit and abused it. Product was returned for evaluation. The return fields in (B)(4) state: scooters. Frame, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: observations- the scooter was received in poor physical condition and reeked of urine. The scooter's shroud rear mounting bolts had evidence of corrosion. The scooter's shroud was broken and had evidence of abrasions. The scooter's seat had duct tape adhered to the right side and the left front corner. The duct tape was covering holes in the seat. The scooter's seat back right side near the armrest was torn. The scooter's left armrest adjustment knob was missing. The scooter's tiller handgrips were encased in electrical tape. The scooter's tiller shroud had duct tape adhered to it. The scooter's tiller shroud was broken in several locations and would not stay together. The scooter's horn switch protruded from the tiller shroud and the switch jam nut was not attached. The scooter's key switch was loose and the jam nut was not screwed on tightly. The scooter's horn was missing its back cover and the housing was crushed. The scooter's frame tubing was broken near the front fork headtube. The scooter's frame had evidence of abrasions. The scooter's front fork stem jam nut was loose. The scooter's tiller adjustment bracket had evidence of corrosion. Functional observation- the scooter's key switch functioned and the scooter powered up. The scooter was unable to be tested thoroughly due to the broken frame. The scooter's horn did not operate. The horn switch did not operate. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the scooter's frame tubing breaking near the front fork headtube. The root cause of the scooter's frame tubing was inconclusive. As assumption could be made that the scooter's poor physical condition contributed to the products failure. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Enduser advised was going down the street and hit a bump and the steering column broke off caused scooter to fall over and enduser was on the ground and the right shoulder was hurting more. Enduser advised did not seek medical attention. Enduser advised scooter is two parts. Enduser advised front wheel had been wobbly for about two weeks. Update from 01/27/2016 03:11 pm added by the complaint handling unit: per email received to (B)(4) on 1/27/2016, end user is alleging that she broke her shoulder when she fell off of the scooter and that the she has medical documentation to support this. End user also stated that she is paralyzed and that she uses her shoulder for transfers.

Manufacturer narrative:
User¿s manual review (1143205 rev. G, page 10) do not operate the powered scooter until you have checked that the surroundings are clear and that the area is safe for travel.

Event description:
Enduser advised was going down the street and hit a bump and the steering column broke off caused scooter to fall over and enduser was on the ground and the right shoulder was hurting more. Enduser advised did not seek medical attention. Enduser advised scooter is two parts. Enduser advised front wheel had been wobbly for about two weeks. Update from 01/27/2016 03:11 pm added by the complaint handling unit: per email received to quality@invacare.com on 1/27/2016, end user is alleging that she broke her shoulder when she fell off of the scooter and that the she has medical documentation to support this. End user also stated that she is paralyzed and that she uses her shoulder for transfers.